Event description:
This is report 1 of 2 of the same event. It was reported that during a spine surgical procedure, the motor device and attachment device were "running hot". There was a five minute delay in surgery. There were identical spare devices available for use. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.